Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the patient was readmitted with a hemorrhagic stroke. Head CT showed "hemorrhage present in the inferior right cerebellar hemisphere medially, measuring greatest axial dimensions 28 x 25 mm. There is small central low density with possible fluid level. Surrounding edema is mild and there is a slight mass effect on the fourth ventricle. Both cerebellar tonsils inferiorly with slight crowding at the foramen magnum. No hydrocephalus. No supratentorial abnormality. The bones are unremarkable. Impression: 3 cm hematoma in the inferior right cerebellar hemisphere with mild mass effect". Inr (international normalized ratio) was 3.6 at the time of hcva (hemorrhagic cerebrovascular accident), (goal: 2-3, not on asa), slightly elevated inr thought to be due to recent amiodarone start. Patient's symptoms were headache and vomiting, no other neurological deficits noted. Patient was readmitted to the hospital. Serial CT scan showed stable hcva, no progression. Patient was discharged to an in-patient rehabilitation center on 01/15/2016.

Manufacturer narrative:
The instructions for use (IFU) and patient manual contains neurologic dysfunction as a potential event that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of neurologic dysfunction. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of neurologic dysfunction. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of stroke. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event include the patient's hemorrhagic cerebrovascular accident. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.